Manufacturer narrative:
(B)(4). This reported condition cannot be confirmed in the lab due to a lack of sample. The root cause can not be determined. Labeling review found the labeling adequate for the user error in the complaint. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be performed. Should additional information become available a follow up medwatch will be submitted.

Event description:
The customer contacted baxter's (B)(4) regarding the machine returning to prime when the home patient (hp) was connected. This occurred on the homechoice (hc) during prime. The caregiver (cg) stated that they connected the hp, pressed go and now the machine was back on prime. The baxter technical service representative (tsr) explained that the hp was connected too soon and advised the cg to close all clamps, disconnect patient and discard supplies. (B)(4) spoke with the hp's wife. She stated that she did not know what happened as this was a one-time occurrence. She stated that she successfully re-started the therapy with new supplies. No patient injury or medical intervention was reported.